Manufacturer narrative:
Upon further review, the event does not meet reporting criteria and is not considered reportable. No device malfunction or adverse event was identified. No further investigation is required.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The patient's data was reviewed by endotronix's internal monitoring program and suspected sensor inaccuracy was identified. The site has been informed to schedule a recalibration. The patient is currently pending a right heart catheterization (rhc) and sensor recalibration.